Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected: inspected and found biological debris in with the valve mechanism. Complain confirmed. Review of the history device records confirmed the valve product code 82-8802 with lot ctkcc0, conformed to the specifications when released to stock in 7th september 2015. The root cause of the problem is the valve was adversely affected by accumulations of biological matter and as recommended by the IFU the valve should be replaced. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During implantation, a blood clot intruded into the valve and got stuck around the ruby ball and seat. Since it could not be removed by use of saline or urokinase, another product was implanted instead. There were no adverse consequences to a patient.